Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was tightened/adjusted to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an odor/smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device manufacture date correction from 8/20/2013 to 8/9/2013. Correction in the initial MDR report from "a field service engineer was dispatched to customer site. The oil mist filter was tightened/adjusted to resolve the odor/smells issue" to "a field service engineer was dispatched to customer site. The oil mist filter housing was cleaned to resolve the odor/smells issue." Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from june 2017 to december 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the odor/smells issue. The assignable cause of the odor/smell issue is due to the oil mist filter housing. The field service engineer cleaned the oil mist filter housing and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.